Event description:
A customer reported that the equipment had a "fail in the aspiration" during a cataract intraocular lens (iol) implant procedure. Following a significant delay and a system exchange, the procedure was completed with no pt harm.

Manufacturer narrative:
The company representative examined the system and verified parameters. The system was then tested and met product specifications. The company representative also monitored surgeries. No samples were returned for evaluation a nd no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).